Manufacturer narrative:
Results: the neuron max was kinked approximately 3.0 cm from the hub. The device was slightly ovalized approximately 40.0 and 60.0 cm from the hub. The extrusion was separated approximately 85.5 cm from the hub. Conclusions: evaluation of the returned neuron max confirmed a kink near the hub. If the device is forcefully retracted from its packaging at extreme angles, damage such as a kink may occur. Further evaluation of the neuron max revealed ovalizations and a damaged segment of extrusion near the distal end. These damages were likely incidental to the reported complaint and may have occurred during packaging for return to penumbra. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
During preparation for a medical procedure, the hospital staff noticed that a neuron max 6f 088 long sheath (neuron max) was kinked upon removal from its packaging. The damage to the neuron max was found prior to use and therefore, it was not used in the procedure. The procedure was completed using a new catheter.

Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #02 MFR report:3005168196-2019-01225.